Event description:
According to the reporter, while closing during a laparoscopic procedure, the device had poor staple formation and had unfastened staples and the handle was a little twisted. The staple line was over sewn to complete the procedure. No further details provided or will be made available. The customer discarded the reload and does not have the handle. Patient outcome is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.